Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Software analysis found that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that in the middle of the case, the system shut down because the site could not hear the battery backup. The surgeon was using the ultrasound at the time and was able to continue the case using the ultrasound despite the system shutting down. Technical services (ts) had the medtronic representative confirm sound settings in the app. The medtronic representative was able to turn up the sound settings in stealth admin which made the battery backup louder. The surgery was completed without navigation and there was no impact on patient outcome.